Event description:
It was reported by the rep the device was used during a laparoscopic hernia repair. It was reported that one 511sd and two 355ld leaked co2. The case was completed using these trocars. There was no consequence to the patient.